Event description:
Oxygen tubing becomes disconnected, reducing or entirely eliminating oxygen delivery to the pt. Tubing is glued. Glue (adhesive) has failed. Reported to MFR approx two months ago. Manual resuscitator could result in death or permanent damage. MFR sent replacement.